Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When she opened the cassette door, the fluid poured out. She stated that she could not tell where the leak came from. Pt states no ill effects or antibiotics administered. Effluent has remained clear. There is no sample available for eval.